Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker experienced lead removal difficulty from the device header during a normal device change out procedure. The local area field representative reported the lead insulation was damaged, just distal to the terminal pin, during removal from the device header. Additionally a loud popping noise was heard when the lead pulled from the header. The lead was successfully removed from the device header. Another device was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.